Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed during motor test due to detached end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer stated that insulin was dripping out when she went to put a new reservoir and an infusion set. The blood glucose reading was 435mg/dl. Troubleshooting was performed, and the drive support cap was protruded. No further information was provided.